Manufacturer narrative:
(B)(4): physio-control provided the customer technical assistance and parts information to trouble shoot/repair the device. Follow up with the customer found that the biomed replaced the batteries and cleared the logged event codes to observe proper device operation. The device was calibrated and then placed back to service for use.

Event description:
It was reported that the device gave the energy fault message when the user pressed the energy charge button. The device would not be able to deliver defibrillation energy in the reported condition. There was no reports or patient use associated with the event.